Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (battery charger problem and battery won't hold charge) was confirmed. Upon investigation , the charger was resetting due to an internally shorted u13 cmos flash microcontroller on the bedside board. The root cause of the shorted microcontroller was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.